Manufacturer narrative:
This report is submitted on may 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [80572 -device analysis report.pdf]

Event description:
It was reported that the patient experienced infection at implant site, however the issue could not be resolved. Subsequently the patient's device was explanted on (B)(6) 2017.